Manufacturer narrative:
G1 (manufacturer contact facility name): shirakawa olympus co., ltd. E2 (health professional?): unknown. Follow-up is in progress to obtain additional information regarding the event from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Customer reported with an issue of e224 error (camera head communication error). There was no patient harm or injury reported due to the event.

Event description:
Customer reported with an issue of e224 error (camera head communication error). There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections, additional information from the customer, and the final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. It is presumed that since there was a failure in the camera cable, normal communication between the camera head and the processor was no longer possible, resulting in the e224 communication error. The instruction for use manual provides the following caution: "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage" do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of e224 error (camera head communication error). There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This supplemental emdr is being submitted to provide a correction to follow-up 1 report. A3 = ni. G3 = (B)(6) 2024. If additional information becomes available, then a supplemental report will be submitted.